Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power on, and that input power fuses on the power pcb assembly were blown. Physio replaced the fuses and the system pcb assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced system pcb assembly, and determined that root cause for the blown fuses and the reported failure was a shorted transistor, designator q144.

Event description:
It was reported that the device would not power on. There was no patient involved with the reported incident.